Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have lung damage, anxiety and respiratory failure. The medical intervention that the patient received in response to the event is currently unknown. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging patient to have lung damage, anxiety and respiratory failure. The medical intervention that the patient received in response to the event is currently unknown. There is no customer information hence we cannot reach out to the customer and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a updated report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.